Event description:
N/a

Manufacturer narrative:
The microsensor (826633) was not returned for evaluation as the product was discarded and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Lot number provided by customer (7293780) cannot be confirmed as a valid integra production lot number.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (826633) was implanted on (B)(6) 2024. The physician found that the microsensor was broken when retrieving on (B)(6) 2024. They had to use other instrument to pinch out the broken microsensor.